Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(6). Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The healthcare professional reported that during the coil embolization procedure targeting a dural arteriovenous fistula (d-avf) at the right coronary sinus, the guiding approached the right inferior petrosal sinus (ips) and the headway microcatheter (microvention) was delivered to the target lesion and six coils were implanted in the target lesion. The 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l13103) was prepped as the additional coil and was peeled away; there was no difficulty encountered during the unsheathing of the introducer tube from the delivery tube of the detachable coil system, but the microcatheter kicked back. The physician attempted to resheath the coil but the resheathing tool came off the coil introducer and the coil could not be resheathed. It was reported that the user did not use excessive force during the unsheathing and during the resheathing attempt. The coil was replaced by a competitor coil and the procedure was successfully completed. It was reported that the coil delivery system was prepped without any difficulty, the device was handled and stored per the instructions for use (IFU). There was no report of any patient injury or complication. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 2 mm x 6 cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed kinked at 126 cm from the proximal end. The marker band was observed at 41 cm from the hub, which is considered within specifications. The coil introducer was unzipped, kinked, and elongated. The resheathing tool was without damage but was out of position. The embolic coil was received outside of the coil introducer. The device underwent microscopic inspection. The v-notch was in good condition. The resistance heating (rh) and the articulation joint were both in good condition; the rh did not have evidence of being heated. The embolic coil was outside of the coil introducer was kinked and in stretched condition. The returned device could not undergo functional testing due to the kinked condition noted on the dpu and with the resheathing tool being separated from the introducer. A review of manufacturing documentation associated with this lot (l13103) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue reported by the end user that the coil could not be resheathed was confirmed based on the condition of the returned device and confirmation through visual and microscopic inspections; the dpu was kinked and the resheathing tool was separated from the introducer. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported issue could not be conclusively determined; however, it is possible that the circumstances of the procedure and/or the manipulation and interaction of the devices may have contributed to the reported issue. Coil kinked and stretched are known potential issues associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink and stretching from occurring. The coil kinked and stretched condition were not originally reported with the complaint. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the observed kinked and stretched coil could not be conclusively determined; however, the likely cause is applied excessive force. The coil may have become the kinked and stretched during the resheathing attempt where excessive force may have inadvertently been applied. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2 mm x 6 cm galaxy g3 mini coil left the manufacturing facility with the embolic coil kinked and in the stretched condition that was observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting a dural arteriovenous fistula (d-avf) at the right coronary sinus, the guiding approached the right inferior petrosal sinus (ips) and the headway microcatheter (microvention) was delivered to the target lesion and six coils were implanted in the target lesion. The 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l13103) was prepped as the additional coil and was peeled away; there was no difficulty encountered during the unsheathing of the introducer tube from the delivery tube of the detachable coil system, but the microcatheter kicked back. The physician attempted to resheath the coil but the resheathing tool came off the coil introducer and the coil could not be resheathed. It was reported that the user did not use excessive force during the unsheathing and during the resheathing attempt. The coil was replaced by a competitor coil and the procedure was successfully completed. It was reported that the coil delivery system was prepped without any difficulty, the device was handled and stored per the instructions for use (IFU). There was no report of any patient injury or complication. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the 2 mm x 6 cm galaxy g3 mini coil was in a stretched condition. Based on the product analysis completed on 4/30/2019, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to update the event description and the device codes in h.6. The common device name was corrected. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting a dural arteriovenous fistula (d-avf) at the right coronary sinus, the guiding approached the right inferior petrosal sinus (ips) and the headway microcatheter (microvention) was delivered to the target lesion and six coils were implanted in the target lesion. The 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l13103) was prepped as the additional coil and was peeled away; there was no difficulty encountered during the unsheathing of the introducer tube from the delivery tube of the detachable coil system, but the microcatheter kicked back. The physician attempted to resheath the coil but the resheathing tool came off the coil introducer and the coil could not be resheathed. It was reported that the user did not use excessive force during the unsheathing and during the resheathing attempt. The coil was replaced by a competitor coil and the procedure was successfully completed. It was reported that the coil delivery system was prepped without any difficulty, the device was handled and stored per the instructions for use (IFU). There was no report of any patient injury or complication. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 2 mm x 6 cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed kinked at 126 cm from the proximal end. The marker band was observed at 41 cm from the hub, which is considered within specifications. The coil introducer was unzipped, kinked, and elongated. The resheathing tool was without damage but was out of position. The embolic coil was received outside of the coil introducer. The device underwent microscopic inspection. The v-notch was in good condition. The resistance heating (rh) coil and the articulation joint were both in good condition; the rh did not have evidence of being heated. The embolic coil was outside of the coil introducer was kinked. The returned device could not undergo functional testing due to the kinked condition noted on the dpu and with the resheathing tool being separated from the introducer. A review of manufacturing documentation associated with this lot (l13103) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue reported by the end user that the coil could not be resheathed was confirmed based on the condition of the returned device and confirmation through visual and microscopic inspections; the dpu was kinked and the resheathing tool was separated from the introducer. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported issue could not be conclusively determined; however, it is possible that the circumstances of the procedure and/or the manipulation and interaction of the devices may have contributed to the reported issue. Coil kinked is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issue such as kinked coil from occurring. The coil kinked condition was not originally reported with the complaint. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the observed kinked coil could not be conclusively determined; however, the likely cause is applied excessive force. The coil may have become the kinked during the resheathing attempt where excessive force may have inadvertently been applied. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2 mm x 6 cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in kinked condition that was observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the stretched condition observed on the returned coil was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting a dural arteriovenous fistula (d-avf) at the right coronary sinus, the guiding approached the right inferior petrosal sinus (ips) and the headway microcatheter (microvention) was delivered to the target lesion and six coils were implanted in the target lesion. The 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l13103) was prepped as the additional coil and was peeled away; there was no difficulty encountered during the unsheathing of the introducer tube from the delivery tube of the detachable coil system, but the microcatheter kicked back. The physician attempted to resheath the coil but the resheathing tool came off the coil introducer and the coil could not be resheathed. It was reported that the user did not use excessive force during the unsheathing and during the resheathing attempt. The coil was replaced by a competitor coil and the procedure was successfully completed. It was reported that the coil delivery system was prepped without any difficulty, the device was handled and stored per the instructions for use (IFU). There was no report of any patient injury or complication. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the 2 mm x 6 cm galaxy g3 mini coil was in a kinked condition. Based on the product analysis completed on 4/30/2019, this event has been deemed MDR reportable as a ¿malfunction.¿